Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device was continuously rebooting by itself. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue. No further details were provided.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it continuously rebooting by itself was confirmed. Ventec opened the device to perform an internal inspection and observed that the device's cough assist valve had a torn poppet ring. Ventec replaced the cough assist valve to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the cough assist valve's poppet ring was torn.

Manufacturer narrative:
Corrected information for supplemental medwatch report 001 -- section h6, health effects - impact code, of the initial medwatch report stated: 2645. Section h6, health effects - impact code, of the initial medwatch report should have stated: 2199.